Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that 5 days later, a non-mdt cuff was implanted along with 10 endoanchors to treat a type ia endoleak. It was reported that approximately 3 years post index procedure, the patient presented with abdominal pain and a type ia endoleak. The event has been assessed as related to the endograft and to the aneurysm. A re-intervention was carried out during which additional non-mdt stent grafts were implanted. It was reported that the re-intervention was successful and no endoleaks were identified, although the following day the patient experienced left-hand pain associated with left brachial access, an ultrasound showed a hematoma which was removed in the or. No additional clinical sequalae were reported.